Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had an episode where they "fell out" and was shocked three times by the implantable cardioverter defibrillator (ICD) but was not cardioverted. The patient was hospitalized for ventricular tachycardia (vt). The patient also reported episodes that the ICD did not do anything or pick up. The patient recently had a problem where their heart rate was up to 180-200 beats per minute in small bursts. The ICD remains in use. No further patient complications have been reported as a result of this event.